Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI # (B)(4).

Event description:
It was reported that the patient underwent a revision procedure to reposition and re-anchor the spinal cord stimulation (scs) implantable pulse generator (ipg). The ipg sutures were becoming loose and the ipg was becoming very mobile in the pocket, which caused discomfort. When the ipg was removed from the pocket, the implement slipped off the ipg and scrapped the lead body, exposing some internal wires. One wire looked to be severed and two others appeared visible. The physician elected to leave the lead as is. No devices were explanted. The patient had good paresthesia coverage post-operatively and was recovering well. The patient had normal post-op pain and discomfort.